Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was made aware of revisions for loosening from a german registry report (eprd). Specific information for each event is not available. Infection is a known risk of any surgical procedure. Trending reveals an occurrence level increase for infection for profemur® gladiator plasma stems as a result of the spike in incidents. There is insufficient information available to perform any further investigation. Trend analysis: through the eprd registry report, mpo was made aware of 2 revisions involving a profemur® gladiator plasma stem. Microport became aware of the registry cases in a short period of time with no information available on specific events. The eprd report does not state if this specific implant was associated with the infection occurrences. However, as a conservative approach, the total number of revisions are being captured for this product. As a result of the large influx of registry complaint, an increase in risk index level from I to ii was identified for profemur® gladiator plasma stems for this hazard and harm ID. An update to the current dfmea, wd012629 revision 01, is required to address the increase.

Event description:
Allegedly, eprd reported 2 new complications for profemur® gladiator femoral component re-revision (2 loosening). No further information was reported. This incident is capturing 2 loosening.